Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2020 wherein the entire system was explanted and replaced. Issue resolved.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report. Therapy date is estimated.

Event description:
Product manufacturer reference number: 3006705815-2019-03557. It was reported that the patient was not getting adequate therapy. Diagnostics revealed high impedances. X-rays were taken and showed migration and possible fracture. As a result, surgical intervention may occur.